Manufacturer narrative:
Product analysis #(B)(4):one sample of taperguard endotracheal tube with stylet part number 18770s was received for evaluation, lot number provided by cts is 16c0128jzx, an inflation/deflation was performed using a syringe 25cc of air was applied to the cuff and it was observed the cuff did not inflate, the sample was submerged into a container filled with water and it was observed air leaked through the pvt valve, a visual inspection was performed and it was observed the clear part of the pvt valve is damaged and allows air to leak, the failure mode damaged components is confirmed on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer alleged a leak occurred from one-way valve. The event occurred before the patient use. No patient harm.

Manufacturer narrative:
(B)(4).

Event description:
During pretest the pilot valve leaked. There was no patient involved.